Manufacturer narrative:
The device is used for treatment not diagnosis. The site exchanged the batteries and returned the devices to the manufacturer for evaluation. The batteries were received by the manufacturer on september 4, 2014. There was no reported injury as a result of this event. An evaluation of returned batteries was not performed as the battery lots are identified as lots of recall; therefore product evaluation is not required. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. There are no known clinical factors that could have contributed to this event. The most likely root cause of the reported 'power switching' event is a battery with faulty cell. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year, four months and two weeks post hvad implantation, it was reported that the patient experienced premature switching from one port of the controller to the other and power disconnect alarms. The batteries were replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with the replacement batteries.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the batteries ((B)(4)) have been received by the manufacturer and are awaiting further analysis. Additional information will be submitted with-in thirty (30) days of completion of the investigation.